Event description:
Pump was brought to biomed with note that indicated error code 1222 and pump stopped.====================== manufacturer response for syringe pump, perfusor space model 8713030us (per site reporter).====================== manufacturer has checked pump out, not willing to file any reports. They can see where error occurred but cannot duplicate the error once at repair facility.